Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose reaching 444 mg/dl, after which the user changed infusion sets three times at different sites and noted known scar tissue in the lower abdomen; glucose subsequently trended down to 418 mg/dl and then 349 mg/dl after the pump appeared to resume insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.